Event description:
It was reported that during the procedure, the plastic sheath detached. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h5: device code a0501 captures the reportable event of plastic sheath detachment.

Event description:
It was reported that, during the procedure using an advantage fit blue system device, the plastic sheath detached. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h5: device code a0501 captures the reportable event of plastic sheath detachment.

Manufacturer narrative:
Device code a0501 captures the reportable event of plastic sheath detachment. Upon receipt at our quality assurance laboratory, this advantage fit blue system device underwent a thorough analysis. Visual inspection of the device revealed that the mesh was intact and still within the sleeve; however, one of the dilators was separated from the sleeve. Based on the information available and analysis results, the reported allegation of the sleeve detachment is confirmed through product analysis. A conclusion code of adverse event related to procedure was assigned to this investigation since it is likely that excessive pulling force was applied during the placement of the mesh, resulting in the analyzed device condition of the dilator being detached.

Event description:
It was reported that, during the procedure using an advantage fit blue system device, the plastic sheath detached. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.